Event description:
It was reported that the patient experienced presyncope. In clinic, the right ventricular lead exhibited noise. The ventricular sensitivity would be reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit noise and decreased sensing amplitude. The lead was reprogrammed and remained implanted.